Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation/flutter. The device was explanted and replaced due to device was at end of life (eol). The patient tolerated the procedure well.

Manufacturer narrative:
Evaluation description included. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.